Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer was unable to provide blood glucose values at the time of the past event; however, the customer's blood glucose level was 235 (mg/dl) on the day of the reported event. Reportedly, the customer would obtain alternate therapy and declined further follow-up from tandem technical support to ensure receipt of alternate therapy.